Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes reported that a line blocked alarm occurred due to tubing becoming pinched. The event occurred infusion. There was no patient injury. The issue was resolved.